Manufacturer narrative:
Product analysis : product analysis revealed incoming test performed; fails on display functionality. One bail cover is broken. The external pulse generator (epg) was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clip on the back of the external pulse generator (epg) was broken. In addition, the display screen was weak. The epg was returned for service. No patient complications have been reported as a result of this event. The external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.